Event description:
It was reported that during a fistulogram to place a stent graft, the delivery system seemed to get hung up on the catheter. The stent graft was deployed successfully, but it was noted that when pulling the delivery catheter out of the sheath, the marker band had detached and was on the wire. There was no injury to the patient.

Manufacturer narrative:
The lot history have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The complaint is confirmed. The evaluation of the sample revealed a torn off segment of the inner catheter including the pebax tip. The pebax tip showed a compression at the proximal transition to the inner catheter. The accessories used for the procedure, such as introducer sheath and guide wire, were not returned. X-ray and images were not available. Based on the information received, the root cause for the torn inner catheter segment cannot be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.